Event description:
The customer reported that the system failed to properly save and recall pt image data. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The touch screen bezel and infrared leds were cleaned. The screen saver time was changed from 5 minutes to 70 minutes. The camera, collimator and mag mode settings were changed during service. The system was tested and found to be working as intended and put back into service.